Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0871 inches. Unit was successfully downloaded using thump and carelink. No absence of alarm anomalies noted during testing. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1, pcba 2, motor home switch and force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: scratched case, stained keypad overlay and pillowing keypad overlay. E/a alarm unspecified was not confirmed. Unable to confirm low bgs. Absence of alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump was not alarming and low blood glucose event. The customer reported blood glucose value of 70 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-431a, mmt-7040ma, mmt-1884l, mmt-342. Troubleshooting was performed and customer was using the auto mode/smartguard feature at the time of the event. The customer using the insulin pump system within 48 hours of reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-431a. No product return is required for mmt-7040ma. It was unknown whether the customer will discontinue the use of the device. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-342.